Manufacturer narrative:
Cont e1 phone number (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, ¿siliconoma palpation", capsular contracture, baker grade iii.

Event description:
Pharmacist reported left side extracapsular rupture, ¿siliconoma palpation on the left side,¿ and capsular contracture baker grade iii. During surgery a ¿blackish appearance in some places¿ was observed and the capsule had a "pathological aspect". The device has been explanted.

Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening on posterior assessed as fold flaw opening. ¿ granuloma: unable to observe since it is not related to the device. ¿ device appearance: observed black particles on the device. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ stress marks observed on the device.

Event description:
Pharmacist reported left side extracapsular rupture and capsular contracture, baker grade iii. During surgery a ¿blackish appearance in some places¿ was observed and the capsule had a "pathological aspect". The device has been explanted with a complete capsulectomy and the left side capsule has been sent for anatomical pathology examination.

Event description:
Pharmacist reported left side intracapsular and extracapsular rupture and granuloma diagnosed by MRI. During surgery a ¿blackish appearance in some places¿ and capsular contracture, baker grade iii were observed. The device has been explanted with a complete capsulectomy and capsule has been sent for anatomical pathology examination.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as (B)(6)2024.

Event description:
Pharmacist reported, left side intracapsular and extracapsular rupture. And granuloma diagnosed by MRI. During surgery, a ¿blackish appearance in some places¿. And capsular contracture, baker grade iii were observed. The device has been explanted with a complete capsulectomy. And capsule has been sent for anatomical pathology examination.